Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and low amplitude. As a result, the patient was hospitalized and a revision procedure was performed. The lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported. Additional information was received indicating that the lead also exhibited noise. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and low amplitude. As a result, the patient was hospitalized and a revision procedure was performed. The lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.